Event description:
The facility returned an infusion pump for service with a reported failure code 812:02. Information was not provided regarding whether or not the failure occurred during an infusion. There have been no reports of any pt incident involving this pump since the last baxter service event. No add'l info is known.

Manufacturer narrative:
Evaluation the customer's reported condition of failure code 812:02 was confirmed.